Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  Review of the event history log did not reveal any system errors or other related failures. The reported condition was not verified. The device was found to operate as designed.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an end of infusion error. The event date, process step and where the event occurred was unknown. There was no patient involvement. No additional information is available.